Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.0, lab: 3.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.0, reference: 3.9, mean: 4.45, confidence limits: 2.5-6.5. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr resting. The results are not considered discrepant within the context of the documented variability for inr testing. Analysis of the customer¿s data from inratio and reference tests revealed that test result comparison meet accuracy criteria. No product is expected to be returned and no strip lot information was provided. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.